Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor. There were no motor error alarms noted. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. However, the unit passed basic occlusion and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to rewind the insulin pump. The customer stated that the drive support cap was not protruded. The insulin pump will be returned for analysis.